Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.75 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found damage to the distal end of the stent with stent struts stretched over the distal markerband. Damage was also noted to the proximal portion of the stent with stent struts lifted. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06feb2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 80% stenosed, 32mm x 2.75mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and mildly calcified distal left anterior descending artery. Following pre-dilatation with a semi-compliant balloon catheter, residual stenosis was 60%. A 2.75x32mm promus element plus stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.